Event description:
It was reported the patient had heating at the ipg pocket regardless of whether the system was turned on or not. The issue does not occur while charging. The sjm representative contacted the patient and it was determined the issue had begun when he was in an altercation a few months ago. The patient was scheduled for an appointment with his physician regarding the issue. On (B)(6) 2012 (B)(6), sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.